Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left assist device (lvad). It was reported by the vad coordinator that the pt had ongoing pump pocket infection that caused the pump to migrate. The pump was explanted.